Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced increased back pain and had a significant fall in early (B)(6) 2019. Impedances were checked and within the normal range. The representative reprogrammed the patient and the patient felt better- the issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's stimulation output issues was likely due to the patient use error. The patient is visually impaired. The patient was re-educated on the use, and the issue has been completely resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that on saturday, she was having a problem and her back was in a lot of pain. The patient stated that they found out her ins was off and she does not think she turned her stimulation off. The patient stated that she had terrible pain that goes down her left leg and lower back are and butt. The patient mentioned that the only time she feels comfortable is when she is in her recliner or when she takes her pain meds, and she is not able to stay in her bed that long. The patient said she can feel part of the stimulation, but it is only on one side of her body. The patient stated that she has had recent falls/trauma and has had an x-ray to make sure "nothing separated" and said everything had looked fine. The patient mentioned she had an MRI at the beginning of last week to check on her device and her managing physician will follow up with her tomorrow (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.